Manufacturer narrative:
The insulin pump passed the displacement. The insulin alarmed prime during the basic occlusion test due to loose /flush drive support disk. The insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and had a protruding drive support cap. The customer's blood glucose was 106 mg/dl. She stated that the alarm occurred during the prime process while she was filling the tubing. When he pressed esc, the customer stated that the insulin pump would start counting and would need to be rewound again. The customer stated that insulin was "squirting out" during the manual prime process, noting that this issue occurred thrice in a row. She stated that she did not recall pressing the drive support cap back in while connected to the insulin pump. She was advised that during seating, the force sensor may not have detected the reservoir. She stated that the device also alarmed no delivery, for which troubleshooting was declined. She was advised to discontinue use of the insulin pump, revert to a back-up plan, and replace the insulin pump. She agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.